Event description:
It was reported to philips the internal paddle with switch did not deliver a shock. Another defibrillator was used to treat the patient. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips clinician reviewed the patient event file. The event showed that, on (B)(6) 2020, the device was powered on into the manual mode. ECG leads were placed and showed vfib and the users charged the device to 15j at 1:01 elapsed time (et). At 1:31 et there was a time out/disarm message. The defibrillator will disarm energy if not delivered within 30 seconds of charging. The users charged the device a second time to 15j and 20 seconds later there was a manual disarm message. The last charging attempt was at 2:56 et and six seconds later a manual disarm message was recorded. The internal paddle set was sent to the local philips repair bench where the technician confirmed a failure of the internal paddle set while evaluating and testing the internal paddles with a known good heartstart xl defibrillator. The internal paddle was scrapped. The defibrillator remains with the customer.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Update: the repair bench technician performed additional evaluation of the internal paddle and confirmed conduction between pin s of m4741a connector and s electrode was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the internal paddle with switch did not deliver a shock. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.